Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that once the blunt tip laparoscopic sealer/divider was clamped in the patient's abdomen, the surgeon was not able to unclamp the device. The jaws were pried open and the ligasure device was removed from the field. No patient injury.

Manufacturer narrative:
Investigation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.